Event description:
It was reported that during surgery, a tamponade occurred due to perforation. A drainage was performed and the lead was explanted for possible infection.

Manufacturer narrative:
The lead was returned with a stylet fully inserted. The stylet could be normally removed and re-inserted. The tip stiffness was tested and found to be within specifications. The sterilization records show a normal sterilization cycle. The lead exhibited normal electrical characteristics.